Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6)2024. Upon insertion, the patient experienced bleeding. The area did not stopped bleeding and the patient´s wife took him to the hospital. There, the patient was treated with ¿6 different shots¿ (meant to be IV medication) lidocaine and epinephrine injections. The patient was discharged after 2 to 3 hours. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.